Event description:
It was reported that the pt complains of pain. He has had steroid injections. An MRI, bone scan and hip aspiration have been scheduled for the pt. He is scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.